Manufacturer narrative:
Based on the information reported in medwatch report # mw5098644, cynosure was unable to further investigate this complaint. There was no information identifying the patient, healthcare professional or address of the laser treatment. Therefore, cynosure is unable to determine the device information such as a serial number to further investigate this complaint or perform a device analysis. Cynosure is reporting this event out of an abundance of caution and based on the information in the medwatch report stating the patient experienced adverse effects.

Event description:
Medwatch report was received and patient reported they received 4 treatments using smartxide2 and were still experiencing adverse effects.